Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m235 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m235 shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4) .h.m. On (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #8: blood leak? (Photoactivation chamber) alarm. The customer observed a blood leak in the photoactivation plate. The ecp treatment was aborted, and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. No product was available for return.